Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported failure was due to a diode, designator cr44 on the therapy pcb assembly, being shorted.

Event description:
It was reported to physio-control that the customer¿s device did not pass the user test. During the test, the customer heard an explosion within the device when delivering a defibrillation shock at 300 joules. Then the device¿s service led illuminated. There was no patient use associated with the reported event.during evaluation of the device it was observed that it would not deliver a defibrillation shock.

Manufacturer narrative:
(B)(4): a third-party service agent evaluated the device and verified the reported failure. It was observed that the therapy pcb assembly was burned. He then replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. After repair, the device was returned to the customer for use.